Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. H4 ¿ manufacture date - previous manufacturing date: 04/10/2015, corrected manufacturing date: 04/14/2015. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Identification of issue has been done by analyzing problem description and service report. The software was updated from version 8.00.02 to version 8.00.04. The device was tested and no deviations were found on the device after software update and device was put back in use. No part was replaced. As the reported issue may occur during ventilation this record was decided to be reported based on available information, as occurrence of te 10003 during ventilation indicates stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).